Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient developed a hematoma following the implant procedure. The patient experienced numbness and weakness in the legs following the procedure. The patient's lead was explanted and the patient was hospitalized for at least 3 days. The patient was moved to a rehabilitation facility.

Event description:
It was reported the patient's symptoms from the hematoma have resolved.